Event description:
It was reported that the high pressure tube was found broken once the package was opened.

Manufacturer narrative:
The device intended for use in treatment was returned for evaluation, establishing a relationship between the reported event, following evaluation a root cause was not determined. Visual inspection found debris within the device, the functional evaluation confirmed that the handset leaked under test. Probable root cause, includes a defective component or a manufacturing error. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture, complaint history review found other related events. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.